Event description:
Customer reported that the entire contents of the bag infused in approximately 2 hours. Instead of the prescribed 24 hours. This was based on what he was told when the pump was delivered to biomedical engineering. However, the customer could not find any evidence of irregularities in the pump history. There is no record of a patient adverse event. Risk management at the facility has no record of an incident report for such an overinfusion. Nor is it aware of any such patient adverse event. The customer stated that he would send the unit to product services for evaluation, but that he does not expect any malfunction to be found.